Manufacturer narrative:
At this time, the lead remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that that this patient's right ventricular (rv) lead exhibited higher thresholds, thus a new rv lead was added during the upgrade of the device from a pacemaker to a cardiac resynchronization therapy pacemaker (crt-p). The device was noted as having less than three months battery remaining two months ago, where the higher rv output likely contributed to the device longevity. The patient now has two active rv leads, and no left ventricular (lv) lead. The chronic rv lead was plugged into lv port, and the newly implanted rv lead was plugged into the rv port. No additional adverse patient effects were reported.